Event description:
Ever since having essure implanted, I've had chronic pelvic pain and inflammation. My abdomen is always swollen and bloated looking, I have severe pain and cramps every day, and have experienced weight gain and fatigue. I got the device implanted 3 years ago, and have been in pain ever since, in addition to a much heavier menstrual flow.